Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the therapy was shocking the patient non-stop for 8 hours straight. It was noted that leading up to this, it was shocking on and off, which was ok; however, when it started shocking constantly, it was brutally painful. The patient turned the stimulation off and the pain immediately stopped; however, the patient still had some residual pain. The patient was not sure if it caused damage. The patient was redirected to follow up with their healthcare provider (hcp) to discuss the shocking. It was noted that this was a sudden change the therapy/symptoms. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that there was nothing done for the residual pain and that it subsided on its own in about 2.5 months. No further complications were reported/anticipated.